Event description:
It was reported that several hours after implant, the lead exhibited a rise in thresholds, as well as intermittent capture. The lead was found to have dislodged. The lead was repositioned, and subsequently dislodged again. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.